Event description:
When the dr try and get out the guidewire during the insertion of the catheter, it has been very difficult, as if some spirals of the guidewire were jammed at the top of the needle. When they succeed in taking the guidewire out, it doesn't take its initial shape back. They were obliged to use another needle and another guidewire.